Event description:
Event description guidant received information that this right ventricular (rv) lead displayed pacing thresholds exceeding 6.5v, r-wave amplitudes of 8-9mv, and was unable to capture the mycocardium two months post-implant. Lead dislodgement is suspected and a technical services consultant recommended a chest x-ray for verification and a lead revision procedure. To date, there have been no reported patient symptoms associated with this clinical observation.